Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned.dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, moderately tortuous, 70% stenosed, proximal left anterior descending artery. The lesion was pre-dilated at 10 atmospheres (atm). The 2.5 x 15 mm xience v stent was deployed in the lesion at 12 atm. During post-dilatation a distal edge dissection was observed. A 2.75 x 18 mm xience v stent was used to cover the dissection successfully. Timi iii flow was maintained and the patient was doing fine. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.